Manufacturer narrative:
This patient also has a second device related to this event. Please reference MFR report #2015691-2017-01026.

Manufacturer narrative:
Structural valve deterioration can encompass multiple failure modes, including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not able to be completed as information regarding this device's serial number remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after seven (7) years, eight (8) months due to degeneration and grade 1 mitral insufficiency, secondary to calcification. The layers of the prosthesis were calcified and immobile. The post of the prosthesis are also adherent to the ventricular walls. A 29mm valve was used in replacement. The patient also underwent aortic valve replacement and tricuspid valve repair before the conclusion of the procedure. As reported, the patient's hemodynamics were satisfactory and was noted to be in good condition.